Event description:
It was reported that the ICU in malmö experienced an ¿exhalation obstructed¿ alarm after a patient was reconnected to the device following an examination. A clinician (present at the bedside) confirmed that there was no physical blockage. The incident is reported to have occurred at 11:22 on march 30, 2026, based on the event log reference. During the examination, the device was hanging on the stand, and the moisture filter was connected at the patient end rather than at the hamilton-t1. The reporter assumes that the device was in standby mode during the examination. After the device was returned to the ICU, pre-operational checks were performed, and ventilation against a test lung was without remarks. The device remains out of service until further guidance. The patient was transferred to another ventilator, which resolved the situation without any impact. No patient harm, health impact, or adverse clinical consequences to any patient, user, or third party were reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260127 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.